Event description:
It was reported that the patient presented to the clinic for a device upgrade. During the procedure, the left ventricular lead became dislodged while slitting. The lead was not used. The patient was in stable condition.